Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported alarm. A visual inspection was performed with no abnormalities noted. Leak testing, clamp function testing, and clear passage testing was performed with no issues noted. A simulated therapy was performed successfully using the returned device. Upon conclusion of the evaluation, the returned sample was determined to meet visual and functional product specifications. The evaluation was unable to duplicate the reported alarm. The cause of the system error 2240 could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter¿s technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during the initial drain. The home patient (hp) stated that the do not see any air bubbles in the lines. The technical service representative (tsr) advised the hp to start over with new supplies. The tsr assisted the hp to end the therapy and remove the cassette. There was nothing found during troubleshooting that would cause or contribute to the alarm. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.